Event description:
A company representative reported that two denali 5.5 rods fractured post-operatively. The patient has since experienced paraplegia. Additional information has been requested but the patient's current status is unknown and it is not known if the patient has been or will be revised. This report captures the first of two rods.

Manufacturer narrative:
Device location unknown.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that two denali 5.5 rods fractured post-operatively. The patient has since experienced paraplegia. Additional information has been requested but the patient's current status is unknown and it is not known if the patient has been or will be revised. This report captures the first of two rods.